Event description:
The user facility reports incident of a leak at the connection between the dialyzer port and the bloodline dialyzer connector. Due to potential for contamination the pt's blood was not returned resulting in ebl = 200cc. No pt injury or need for medical intervention is reported. The complaint sample was discarded at the time of the event. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.